Event description:
On may 2002, the patient was seen at the implant center for device evaluation. It was reported that the patient was not responding as anticipated. It was decided at that time to review the post-operative x-rays and conduct further device testing. On may 2002, a company representative recommended a CT scan to verify the location of the electrodes. Ten days later, the CT scan showed that the electrode array was outside of the cochlea. The surgeon decided to schedule surgery to reinsert the electrode array. Four days later, revision surgery was performed and the electrode array was reinserted successfully. The device remains implanted.